Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was replaced, and the unit was returned to service. Patient information could not be obtained due to country privacy laws. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Mfg date: date of device manufacturer unavailable at time of MDR filing.

Event description:
The hospital reported the adjustable pressure limiting valve was not operating as expected during a case, the unit was switched with another unit and the case was continued. Loss of manual ventilation. There was no report of patient injury.

Manufacturer narrative:
(B)(4). Additional information from the ge healthcare service representative indicated the adjustable pressure limiting valve was damaged due to user error.